Manufacturer narrative:
Findings: pump received with intermittent button response and button error alarm due to corroded keypad traces. No low battery alarm during test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer state that he is unable to clear the alarm even after trying a different battery. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.